Manufacturer narrative:
A ge service rep performed an onsite investigation. The external interface board was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the workstation froze. This resulted in an intermittent, recoverable loss of imaging functionality. This could result in procedural delays. There is no report of injury or death associated with this event.